Manufacturer narrative:
The device is not returning for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that a mitraclip procedure was performed on (B)(6) 2026, to treat mixed mitral regurgitation (mr) with a grade of 3+ on a patient with ischemic cardiomyopathy, small prolapsed anterior leaflet, and a fossa ovalis was thin, with slight bouncing movement. A steerable guide catheter (sgc) was prepared for use and was inserted. However, significant pressure was required to advance the sgc into the left atrium (la). A mitraclip xtw was then inserted and deployed on the mitral valve, reducing mr to a grade of 1+. However, after removing the clip delivery system (cds), the sgc was inspected. Imaging revealed an atrial septal defect of approximately 1.5cm in size, with a large left-to-right shunt. After removing the sgc, a substantial left-to-right shunt persisted, with a small amount of right-to-left shunting also observed. A floating tissue fragment of about 2-3mm was observed on the left atrial side of the defect. The defect appeared relatively large. The right atrium was enlarged, with signs of right-sided volume overload. The patient¿s blood pressure remained stable, and spo2 did not decrease. The patient was then transferred to observation. The patient was reported to be stable. No additional information was reported. On (B)(6) 2026, the patient underwent a procedure to treat the right-to left shunt. An atrial septal defect (asd) closure was successfully implanted. The patient was reported to be discharged.